Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Reporter stated the buttons on the infusion device have not functioned correctly since (B)(6), 2014, and the issue has become progressively worse. The customer was admitted to the hospital due to hyperglycemia on (B)(6) 2014, and the reporter stated this was caused by not being able to bolus via the infusion device and by a urinary tract infection. The customer's blood glucose elevated above 500 mg/dl, and her normal range is 80-120 mg/dl. The customer drove herself to the hospital, and she was admitted until (B)(6) 2014 and treated with an IV. Her blood glucose has returned to normal since being discharged, and she has continued to use the infusion device. The protective rubber has worn off some buttons and the metal ground-plate is exposed. The alleged product was requested for evaluation.